Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Did a piece of the black blade or the tissue pad fall into the patient? If, so what efforts were made to retrieve it? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap. Gastrectomy surgery the harhd36 was no function when surgeon used it intra-op. White tissue protection pad and the black blade were both broken. The generator show information "change the instrument". Nurse restarted the generator but can't solved the problem. So they changed new instrument. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. D4 batch #: v96151. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade tip damaged, however, the blade was not cracked. In addition the device was returned with the cable cut off. The blade tip was not broken off as reported by the customer. The device was tested on a gen11 with a test cable. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.